Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during a planned non-emergency vascular treatment procedure. The procedure was finished after a delay due to a restart of the system. A philips field service engineer (fse) troubleshot the system and found that the system was performing a geometry restart because of a fault detected with one of the clea stand movements and this caused the table to float because the brakes were released as part of the restart process. Analysis of the system logs confirmed geometry errors due to faulty geometry hardware. The issue was solved by the fse who replaced the motor controller spc1, adjusted and calibrated the geometry movements. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommend using a system restart if there is a system failure. The azurion IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.